Event description:
During troubleshooting of a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1, the registered nurse (rn) stated that she started over 5 different times with 2 different hcs. The tsr asked the rn how many sets of supplies she went through and she said two. The tsr explained that there is a possibility of infection since the rn started over with the same supplies. The rn stated that the hp was connected for a few of the attempts. The tsr explained that this is extremely unsafe and that any time therapy on the hc is ended, the rn must start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the use error - reuse of single-use product. The customer stated that they do not have any information about the event as they do not remember the event. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.